Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lg cover glass is damaged, component failure of the distal end cover glass,the insertion section is depression, bent, component failure of the insertion section,the front and rear light guide bundles are broken, component failure of the lg bundle, the universal cord is fractured, component failure of the universal cord, the universal cord sheath is damaged and missing and component failure of the electronical component. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the light transmission component should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope presented a dark image. This event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.